Event description:
According to literature article, "adverse events associated with cryolipolysis: a systematic review of the literature", it was reported that, 4 patients presented with paradoxical hyperplasia (pah/ph) following cryolipolysis.

Manufacturer narrative:
Hedayati b, juhász m, chu s, mesinkovska na. Adverse events associated with cryolipolysis: a systematic review of the literature. Dermatol surg. 2020 oct;46 suppl 1:s8-s13. Doi: 10.1097/dss.0000000000002524. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
According to literature article, "adverse events associated with cryolipolysis: a systematic review of the literature", it was reported that, 30 patients presented with paradoxical hyperplasia (pah/ph) following cryolipolysis.

Event description:
According to literature article, "adverse events associated with cryolipolysis: a systematic review of the literature", it was reported that, 4 patients presented with paradoxical hyperplasia (pah/ph) following cryolipolysis.

Event description:
Allergan received a pubmed article titled, "paradoxical adipose hyperplasia after cryolipolysis," which discussed a man in his 40s was treated with coolsculpting to the lower abdomen abdomen using one cycle with a legacy coolmax applicator and experienced erythema and discomfort. Three months following treatment, the area treated experienced a gradual enlargement which was described as a well-demarcated subcutaneous mass, slightly tender to palpation. The patient was diagnosed with paradoxical hyperplasia to the center lower abdomen.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/22/2023. Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 6/23/2023. Clarification to b3 partial date of event: oct2020.

Event description:
Through journal article "adverse events associated with cryolipolysis: a systematic review of the literature", it was reported that patients treated with coolsculpting presented with "erythema, numbness/paresthesia, bruising", "edema", "severe/persistent pain, dysesthesia, skin hyperpigmentation, motor neuropathy, and paradoxical adipose hyperplasia (ph)" after treatment. Due to lack of essential information the reported cases cannot be confirmed for the moment.